Event description:
The physician was using a 3fr fogarty in the patient's left arm during a declot procedure. The balloon broke while in the patient. The physician switched to a 4fr fogarty and the balloon inflated more to one side. Patient outcome was to do a shuntogram, balloon angioplasty, and a stent placement in the left arm.